Manufacturer narrative:
Examination was not possible as no prod was returned. A search of the warsaw and intl complaint database did not find any add'l reports of this nature for the prod code/lots provided since their respective release for distribution. The investigation could not verify or identify any evidence of prod error contribution to the reported problem. Info provided indicates that the pt has had 2 previous revisions for femoral loosening. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address loosening of the femur. Poly wear and osteolysis was discovered intraoperatively.